Event description:
(B)(4). Device report from synthes (B)(6) reports an event in (B)(6) as follows. It was reported that it was difficult to remove the implant from the instrument. The screw was stuck in the holding sleeve. An alternative way was used to remove the screw from the holding sleeve. The surgery was completed successfully. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history review was conducted. The report indicates the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.